Event description:
During a clinic follow-up, episodes of noise resulting in oversensing and pacing inhibition were observed on the right ventricular (rv) lead resulting in dizziness. The patient was hospitalized and the rv lead was capped and replaced to resolve the event. The patient was stable and will continue to be monitored.